Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion: a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited premature battery depletion unexpected longevity. The ipg battery expired within two years of implant. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.